Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted on a stored electrograms that the implantable cardioverter defibrillator was post paced t wave oversensing. The patient did not receive therapy due to the oversensing. Programming changes were made. The patient was in stable condition.